Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic field representative visited the site. There have been no further subsequent issues with the system. It is suspected that a faulty hospital wall outlet caused event.

Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. Device manufacturing date is unavailable. On (B)(6) 2015, a medtronic representative, following-up at the site, reported that after the procedure, the system was successfully powered on when another wall socket was used. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, after registering in computed tomography (CT) spine, the navigation system became unresponsive. The system could not be re-started. The surgeon opted to complete the procedure without the use of the navigation system, and continued using fluoroscopy. There was no impact on patient outcome.